Manufacturer narrative:
Evaluation summary to be sent in a follow-up report.

Event description:
Thromcat device was used when stenosis and thrombus was noted in the svg to the 1st diagonal artery. The physician used a fr. Hs guide, .014 choice floppy wire, and a screw-on tuohy device. The device was prepped according to instructions. It was used to make one run in the svg. The dottering technique was used to remove the thrombus, however, the device was unable to advance across the primary stenosis. When the device was removed from the body, the physician noticed that the tip of the thromcat had separated from the device and was still on the wire, outside the tuohy and the body. The tuohy was completely open when the thromcat was pulled out of the body and no pressure or strain was put on the tip of the catheter as it was being removed. The pt did not have any complications 24 hours post case.